Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 340 mg/dl and a correction bolus was delivered using a back-up pump. A system check was performed and the occlusion appeared to be within the tubing; however, the customer had been using apidra insulin in the cartridge. Tandem technical support advised the contact to discuss the type of insulin used with a healthcare provider as apidra was not labeled for use with the pump. The contact acknowledged.